Manufacturer narrative:
Initial reporter: facility name: (B)(6). The actual device was not available; however, a photograph and video of the sample were provided for evaluation. The visual inspection of the provided video observed the presence of an external fluid leak at the level of the dialysate port. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed, during the priming of one (1) unit of prismaflex m100. There was no patient involvement. No additional information is available.